Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 12/17/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on (B)(6) 2024. On 12/17/24 the cds followed up with the user about the event. The user reported that they had no issues with the site change in the morning, but later in the day, they experienced a significant hypoglycemic episode. The user also attempted to bring their bg down by announcing a larger-than-usual breakfast, likely in response to struggling with high bg levels and site issues. The user was later found passed out in a hospital parking lot, and ems was called. The user was admitted to the hospital for further treatment. As of (B)(6) 2024, the user and their healthcare team are working on a plan to move forward with the ilet system, but the user will stay off the device until retraining.